Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Based on the customer-provided image, the silicone tubing (¿soft tip¿) was confirmed to be missing from the extraction sleeve. The customer did return a viscous fluid control (vfc) set; however, the returned vfc extraction sleeve did contain the tubing. This indicates that the product involved in the event was not the one returned, though the missing component was verified through the initial photo submitted.the missing silicone tubing (understood to be the same component the facility referred to as ¿silicone soft tip¿) renders the extraction sleeve inoperable; it would not be able to connect to the trocar cannula and be used to support oil extraction, therefore eliminating the ability of the product to contact the patient or create a risk to patients. The extraction sleeve is an accessory to support high speed extraction; it is not necessary to perform oil extraction. A physician can also perform extraction with the cannulas provided in the same vfc standalone pack which contains the extraction sleeve. The cannulas perform the same function as the extraction sleeve, but at a slower rate.missing silicone tubing would be visually and immediately detectable during setup of the syringe, prior to patient contact. If the silicone sleeve tubing is missing, it will not attach to the trocar cannula, which is immediately identified by a trained and experienced physician.a trained physician will pivot and use the cannulas that come in the same vfc pack that also function to perform extraction, but at a slower rate. Alternatively, if high speed extraction is desired, the physician will use another viscous fluid control standalone pack that contains a fully assembled extraction sleeve (with silicone tubing attached).the silicone tubing allows for quicker removal of the oil from the eye. The silicone tubing functions to maximize the inner diameter of the trocar cannula for optimal flow during silicone oil removal.the extraction sleeve is an optional add on and not necessary for a successful procedure. The extraction sleeve as described is a max flow adaptor for quicker removal of the oil, but the cannulas provided in the same viscous fluid control standalone pack can also be used for the same function as the extraction sleeve.the investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met.the investigation determined the root cause to be operational, stemming from assembly line congestion and a suboptimal workstation configuration which led to the conditions that resulted in an unassembled extraction sleeve in the vfc small parts tray. A contributing factor was the need for clearer, more standardized workflow organization protocols. This root cause and contributing factor along with lack of attention by the employee responsible for the extraction sleeve assembly, led to the incorporation of a low quantity of un-assembled extraction sleeves into lot 17cjex. This is believed to have been an isolated event. By enhancing and standardizing workflow organization, we resolve the operational challenges caused by congestion on the assembly line and a suboptimal workstation configuration.the following is an overview of the three-part CAPA plan that was implemented to eliminate the identified operational challenges: 1.improvement to visual management: deployment of new color trays to improve visual differentiation and segregation between unassembled and fully assembled extraction sleeves. 2.workflow standardization: procedural update to clarify and standardize the workflow organization process during assembly to include an operator-verification step for the silicone tubing on the extraction sleeve luer.3.visual aid reference: the implementation of a preventative visual aid at the assembly stations using high-resolution photographs to show a properly assembled viscous fluid control (vfc) small parts tray. The implementation of visual aids during operator-assembly will enhance the efficacy of verification inspection protocols to specifically safeguard against missing components in the vfc small parts tray. These corrective actions will effectively address root cause and eliminate the operational issues identified in the investigation. This finished good lot, 17mw1t is pre-corrective action product.complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (b0(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that catheter lacks a silicone soft tip, making it unsuitable for oil extraction during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.